Event description:
Nurse took a reading with the jaundice meter and got a reading of 7.6. Serum that was drawn and sent at the same time was 12.7, with a difference of 5.1 points on baby's bilirubin level. All four jaundice meters were pulled because the department wasn't sure which unit had been used. Calibration on all four meters was done. They all calibrated out ok. All four units are being sent back to the manufacturer for testing.